Manufacturer narrative:
The precise lot number is unknown. Patient was implanted with 2 different leads, and it is unknown which lot number is associated with the lead in question. Both lot numbers for each lead were reviewed. Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: see manufacturer's report number 1627487-2010-00177 for device 1. A patient was implanted with an scs system to treat headaches. It was reported that on (B) (6) 2009, the patient's leads were replaced due to invalid impedance and lack of stimulation.